Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. Therapy has been resumed for the patient and therapy is working great. The explanted device will not be returned.